Manufacturer narrative:
Concomitant product: model: ddbb1d1, ICD; implanted: (B)(6) 2016.

Event description:
It was reported that the patient presented due to receiving therapy from their implantable cardioverter defibrillator (ICD). A remote monitor report was sent and the information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead exhibited undersensing on stored egm's and possible inappropriate therapy. Follow-up was attempted and unable to be verify if the delivered therapy was considered appropriate/inappropriate according to the physician. At a later date the patient was brought to the hospital due to ventricular tachycardia (vt)/ventricular fibrillation (vf). The ra lead exhibited "poor sensing" and the right ventricular (rv) lead triggered a lead integrity alert (lia) with increased short interval counts (sic), and multiple high-rate non-sustained episodes. Both the ra and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.